Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Visual inspection of the nexgen lps-flex fixed articular surface identified that one of the rails of the dovetail feature was flared out while the other rail was compressed. It has also been noted that there are scuff marks on the proximal surface and gouges on the posterior edge and on the distal surface of the device. Dimensions were found conforming to print specifications where measured. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. The compressed dovetail indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It appears that the problems encountered are related to surgical technique.

Event description:
It is reported that the device would not fix to the tibial component because of a form irregularity.